Event description:
On (B)(6) 2025, the user experienced an "occlusion" alarm with a high blood glucose (bg) of 515 mg/dl. The user chose to move to backup therapy and received 4 units of insulin administered by the user's wife. A supply change was planned for reconnection to the ilet. The infusion site showed no blood, leakage, or bent cannula, and the cartridge contained more than half of its insulin volume. The agent advised monitoring for repeat occlusion alerts if the same cartridge was reused. At follow-up, blood glucose (bg) decreased to 259 mg/dl and was trending downward. The user's blood glucose (bg) was corrected by transitioning to backup therapy and resuming insulin delivery. No symptoms, outside assistance, or medical intervention were reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.